Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and an elevated blood glucose of over 700 mg/dl; cause was a kinked infusion cannula. While at the hospital, customer was treated with fluids and insulin. Multiple attempts were made by tandem technical support; however, the date of release from the hospital was not provided. Customer declined to provide any additional information including infusion set brand.